Manufacturer narrative:
Device is a combination product. Article citation: hur, s. Et al. (2016). Two-year safety and efficacy of biodegradable polymer drug-eluting stent versus second-generation durable polymer drug-eluting stent in patients with acute myocardial infarction: data from the (B)(6) registry ((B)(6)). Clinical cardiology, 39(5): 276-284. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported via a journal article that several adverse outcomes were noted including death, myocardial infarction, reintervention and stent thrombosis. Patients received promus element drug eluting stents and other non-bsc drug eluting stents and were followed for outcomes. No specific patient outcomes were given, but in aggregate patients experienced death, myocardial infarction, reintervention and stent thrombosis. It is unknown if these events involved the promus element stents or the non-bsc stents.